Manufacturer narrative:
Investigation into this event showed that calibrator responses were typical compared to expected results. There was no evidence of analyzer malfunction. The storage conditions of the reagent packs was questioned, but the customer declined to investigate further. Following loading of a new lot of reagent, acceptable performance was obtained. The root cause of the event was not determined.

Event description:
A customer observed positively biased valp qc results on the 5, 1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.